Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported slda cannot be determined. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The increased mitral regurgitation (mr) is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that the initial mitraclip procedure was performed in (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4 with an enlarged atrium. Three mitraclips were implanted successfully, reducing mr to 2. On (B)(6) 2019, it was noted that the clip that was implanted in the central position had detached from the posterior leaflet and remained attached on the anterior leaflet. A single leaflet device attachment (slda) occurred. The mr increased to 3-4. On (B)(6) 2019, a second intervention was performed to further reduce mr. A fourth clip was implanted; however after clip deployment, a slda occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. No treatment was performed and the mr remains at 3-4. There was no clinically significant delay in the procedure. No additional information was provided.